Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1zzuj, implanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot# va2382y, implanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jun-2022, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 19-oct-2023, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 19-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders it was reported that the ins feels like it is about to break through the patient's skin. It was also reported that after the patient's programming session today with the neurologist, patient feels tingling/shocking sensation along the lead/extension connection block on the right side of their scalp. No known factors that may have led to or contributed to the issue were reported. The surgeon assessed pocket site and will be scheduling the patient a pocket revision. Impedances were done on the patient's system to assess the connections and were all within normal range. At the time of the report, it was unknown whether the issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: : product ID 3389s-40 lot# va1zzuj serial# implanted: (B)(6) 2019, explanted: product type lead product ID 3389s-40 lot# va2382y serial# implanted: (B)(6) 2019, explanted: product type lead product ID 3708660 lot# serial# (B)(6). Implanted: (B)(6) 2019, explanted: product type extension product ID 3708660 lot# serial# (B)(6). Implanted: (B)(6) 2019, explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via the manufacturer's representative (rep). There was oozing from the lead/extension connection site. Surgical washout of lead-extension connection site performed for potential infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep reiterating that their was erosion over the pocket site. There was also drainage behind the right ear at lead-extension connection point. Impedances were in range. Intervention included the surgical washout/pocket revision. The corner of the header appeared to be eroding through the skin.